Manufacturer narrative:
The intraocular lens (iol) was not received for analysis. Prior to release the lens met all manufacturing specifidatiions. The results of our investigation reasonably suggests this event is not manufacturing related. Not received for analysis.

Manufacturer narrative:
The intraocular lens was received and inspected under illuminated 10x magnification, one distorted haptic was noted. Batch records for this product were reviewed and showed no deviations. The damage appears to have been caused during use and is not associated with the manufacturing process. All available information is included in this report.

Event description:
The physician reported that the intraocular lens haptic appeared fatigued or fractured on release from the insertion system into the patient's capsular bag. The incision was enlarged and the damaged lens exchanged for a 2nd lens. The incision was closed with 4 sutures.